Event description:
It was reported that a paratrend 7fl sensor, had blood leaking around the y-piece. The sensor was returned to diametrics medical limited for investigation. No report of patient injury or adverse event has been received.